Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 748251, serial/lot #: (B)(4), ubd: 10-may-2014, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the elective replacement indicator (eri) was shown about 10 months after the last replacement. On the day before the replacement, a power-on reset (por) was displaying. Additionally, the impedance measurement of fracture check was performed and only the impedance of the #2 electrode in the right old extension was unstable. Also, contact c & 0 was reported at 232 ohms. No factors were known to have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was resolved after replacement of the adapter, which was on (B)(6) 2020.

Manufacturer narrative:
D11: product ID 748251, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type extension, the returned extension was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was a breached depression in the outer insulation of the extension exposing the #2 and 3 conductors at 7.7 cm from the proximal and a breached depression on outer insulation exposing the #0 conductor at 14.6 cm from the proximal end. H6: conclusion code 11, method code 4118 and result code 3233 no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code d01 because it is the closest code available with respect to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: month and year valid, but exact date not known. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously submitted codes for the lead no longer apply. The lead is not a complaint device in the system. Codes for ins and extension remain the same. If information is provided in the future, a supplemental report will be issued.